Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/+1.0/126 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Corrected data: h10 - "h6 - lens work order search: no similar complaint type events reported for units within the same lot." Should have been included in initial medwatch report. Claim#: (B)(4).